Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring.

Event description:
It was reported that the crack was seen on to of reservoir compartment. The customer¿s blood glucose level was 7.5mmol/l. Troubleshooting was performed. The insulin pump will be returned for analysis.